Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the driver tip fractured inside the cover screw. However, he was able to complete the procedure.

Manufacturer narrative:
One narrow posterior hex driver and external hex cover screw were returned for inspection. The devices show signs of wear consistent with use. The hex tip of the driver is fractured, and the other half is seized into the drive feature of the screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: recommended torque matrix ¿ external connection biomet 3i threaded devices / recommended torque value / biomet 3i drivers cs375 / cover screw ¿ implant 4.1mm(d) / 10 ncm / phd00n narrow posterior hex driver ¿ 17mm complaint alleges the hex driver was fractured during use, causing the tip to become seized in the cover screw. The complaint was confirmed during inspection. A root cause for this complaint could not be determined. The following sections were updated: h3: device evaluated by manufacturer: change ¿no¿ to ¿yes¿.